Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that post treatment procedure the patient experienced target vessel revascularization. The patient present with complaints of pain in his right lower extremity and lifestyle limiting claudication. The target lesion was located in the 90% stenosed, 17cm in length de novo lesion located in the right superficial femoral artery. Angiography revealed that the proximal right superficial femoral artery had a 90% stenosis followed by diffuse 60 to 70% disease. The target lesion was treated with a 2.4mm jetstream xc atherectomy catheter. One pass with the blades up and one pass with the blades down. After that there was suboptimal result with a residual 70 to 80% stenosis. Balloon inflation was performed with an unspecified 6.0 x 100 cm balloon catheter to 3 atmospheres for 3 minutes. At the end of the procedure there was excellent luminal expansion. The 90% stenosis was reduced to less than 10%. There was excellent flow all the way down to the dorsalis pedis artery. The subject had palpable pulse thereafter. There was mild non flow-limiting dissection. In (B)(6) 2013, the patient presented with presented to the hospital with recurrent restenosis. Angiography revealed that the right proximal superficial femoral artery had 90% stenosis with slow flow and the right popliteal had 50 to 60% stenosis. Initial dilation was taken with a 4.0 x 16 mm sterling balloon up to 11 atmospheres for 13 seconds. There was better luminal expansion; however there was flow-limiting dissection. Subsequently a 7x100 mm epic stent was placed; the stent was dilated up to 8 atmospheres for 14 seconds again at 8 atmospheres for 16 seconds and then 8 atmospheres for 12 seconds. The stent was placed due to suboptimal balloon angioplasty result. At the end of the procedure there was less than 10% stenosis. There was excellent flow into the tibioperoneal vessels and the subject regained palpable dorsalis pedis and posterior tibial pulse. The patient was discharged on plavix and aspirin.